Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced event of infusion set tubing detachment at quick release on (B)(6) 2025. The blood glucose level of the patient was high which was treated with new infusion set and had correction factors. Currently, the blood glucose level of the patient was 185 mg/dl. No further information available.

Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2024-01255), was submitted on 27-may-2025. Upon completion of the investigation, the manufacturing date was updated as 27-jun-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007772, in question was manufactured at the osted site. Device history record (DHR) review: the lot 6007772 was manufactured according to the work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 27-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no testing required according to standard operating procedure (sop), complaint handling (rev. 21). Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.